Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer through emergency support program(iabp) iab catheter restriction alarm on a cardiosave during use. Ccl dept stated, just put in a balloon pump, and it keeps giving off a restriction alarm. They have checked everything but it just won't inflate all the way, and esp personnel can see then end under flouro. Further investigation determined they were unable to start delivering therapy since insertion, a 9 fr off brand sheath was in use, and they were also trying to exchange the pump to resolve the alarm. The bedside team verified the distal radiopaque marker was between the 2nd 3rd ics and the correct iab was in use for the patient¿s height. Esp personnel explained the nature of the alarm. They denied any visible kinks in the catheter and the alarm was present on the 2nd pump. Esp personnel reiterated several times that the presence of the alarm, on both pumps was indicative of a block of some sort being present somewhere in the pathway of the helium. Esp personnel discussed all the possible reasons for the restriction alarm and techniques to resolve the alarm. The restriction alarm continued on the new pump. Melissa informed me that the doctor had the same situation happen yesterday and requested conversation from a local rep about the occurrence. During our conversation, the bedside team exchanged the sheath and re inserted the same iab. Esp personnel advised melissa that we recommend using a new iab for insertion, but they were able to start therapy with the newly placed sheath. Complaint information obtained. Esp personnel collected dr mettal¿s information for contact. They denied any additional support and melissa was appreciative of the conversation. No harm or injury to the patient was reported.